Event description:
It was reported that vessel dissection that requires additional intervention. The target lesion was located in the left anterior descending artery. A 24 x 3.00 mm promus elite drug-eluting stent was advanced for treatment and deployed. A type b dissection was observed at the proximal edge of the stent and caused slow flow, changes in ECG and symptoms of chest pain and discomfort. The dissection was covered using another 3.50 x 12 mm drug eluting stent. The procedure was completed successfully. There were no further patient complications reported. Patient was stable and fully recovered.